Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent fracture occurred. The over 70% stenosed target lesion was located in the left main artery. Following pre-dilatation, a 4.00 x 20mm synergy drug-eluting stent was implanted for treatment. However, post-stent deployment, it was noted that the stent strut was fractured. The procedure was completed with the implanted stent. No st or other adverse events were reported and patient was stabilized.